Manufacturer narrative:
(B)(4).

Event description:
My wearable is experiencing did not alert for urgent low

Event description:
It was reported that no audio output occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).